Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual examination of the cartridges noted that the clips were fully formed but not completely deployed. Since the clinical instrument was not received the loading units were loaded into a pmv representative instrument and fired; the pushers advanced properly and deployed the clips. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the clips could be assembled into the handle, but device could not be fired. The clips were not able to form correctly. There was no patient involved in the event. The device is expected to be returned for evaluation.